Event description:
Customer reported an issue with the incorrect time settings on the pump, and the discrepancy was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation, suggesting a follow-up if the time discrepancy occurred again. The customer understood and acknowledged the guidance provided.